Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (almost up to 500 mg/dl). The pump supplies were changed and a bolus of insulin was delivered to address the bg level. After the supplies were changed, the bg level remained high. The cause of the high bg was not known. There were no pump alarms. A pump system check was performed and no device issues were identified. There was no device issues with the cannula. Tandem technical support offered to help the customer with changing the pump supplies; however, the customer declined the offer.